Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a spring and verified the repair. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.